Event description:
The user facility reported that a patient was escalated from an impella cp to an impella 5.5. Nine days after escalation to an impella 5.5, a head computed tomography scan revealed evidence of a cerebral infarction. Systemic heparin was discontinued for a period due to a bleeding tendency. After consultation with the patient's family, care policy (do not attempt resuscitation) was adopted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: warnings, cautions & precautions: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Manufacturer narrative:
The investiigation for the reported stroke has been complete. The device was not returned for ecvaluation. The root cause of the stroke could not be deteremined.